Event description:
When placing a tunneled hemodialysis catheter, the tear away portion of the hemodialysis catheter malfunctioned, causing one side to peel away and the other to remain in place. Ultimately the physician was able to remove the portion that did not peel away, causing no harm to the patient. Pt is a 62 yo male who underwent placement of a tunneled hemodialysis catheter in ir on (B)(6) 2025. Product malfunctioned during insertion but was able to be remedied without causing harm to the patient. 2nd malfunction reported with this device. All remaining devices pulled from use and reported to central supply. Manufacturer notified of the malfunction and report to be submitted to the FDA. Reference report: mw5166356.